Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 325 mg/dl; cause was unknown. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline, insulin, potassium, and magnesium to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.